Manufacturer narrative:
Event took place in (B)(6) and has been reported through distributor. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: leakage at the hub.

Manufacturer narrative:
Event took place in (B)(6) and has been reported through distributor. Based on risk management and clinical evaluation file this file is closed. (B)(4).

Event description:
Irn# (B)(4) initial reporter´s narrative: leakage at the hub.